Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The oxygen (o2) sensor was calibrated successfully. The flow rates and the fraction of inspired oxygen (fio2) checks were performed with no issues observed. There were no unexpected pressure alarms observed during the evaluation. It was determined that the epgs met specification. Per the service repair technician, the epgs was not repaired as it was end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'low air supply pressure' and 'low oxygen (o2) supply pressure' message. A stand-alone o2 tank was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the user reported using the heart lung machine (hlm) during cpb, at which time they noted a 'low air supply pressure' and 'low o2 supply pressure' message on the ccm. The user quickly obtained a back-up o2 cylinder, connected the tubing to the oxygenator gas inlet port, and continued without incidence. There was no delay to the procedure, surgery was completed successfully without changing the hlm out. As a result, there was no blood loss or adverse events reported.

Manufacturer narrative:
Per the perfusionist, on (B)(6) 2022 at the end of the first cpb run, the partial pressure of oxygen (po2) started to drop below 100 (95-98) on the blood parameter monitor (bpm). At the time the patient was waking up and the team thought the issue may have been an anesthetic one. Immediately prior to this drop, the po2 read >300. The fraction of inspired oxygen (fio2) was 70% at this time and increased to 90% prior to seeing the drop. It was noted that this was a significant change, but bypass was weaned within a couple of minutes after the event occurred. The team crashed back on pump at 15:56 and the fio2 was set to 100% prior to going back on to be safe given the emergent nature of the case at the time, but the po2 only came back as 157 on the first blood gas drawn at 16:04. At this point the team had another perfusionist come into the room and get an o2 tank ready just in case. The o2 line was traced from the oxygenator (perfusionist felt a rush of high flow on her hand), followed it to the external flowmeter, to the vaporizer, back to the back of the pump and everything was connected without kinks. The po2s came up slightly during this time and hovered in the high 190s on the bpm. At 16:09 a 'low o2 supply pressure' message displayed on the ccm. Although the fio2 slider on the right of the screen was set to 100%, the o2% button was quickly dropping from 98 to 96, to 94, and eventually about 88. The sweep also had to increase at around 16:11 from 4 to 7 liters per minute (l/min) due to an increase in carbon dioxide (co2) and a large drop in potential hydrogen (ph) on the bpm. The team switched to the external o2 tank and took blood gas measurements immediately to confirm everything was okay at about 16:12. The epgs knob at the bottom was attempted to be turned since the fio2 was at 80%, despite the slider being preset at 100% (the o2% button, however, was reflecting approximately 80 at that time); however, the knob would not allow the epgs to turn back to 100% and seemed like it was locked in place. It was confirmed that the o2 was still attached to the ceiling properly (originally on a splitter). On the external gas tank, the po2s immediately jumped to the 300s again. The backup perfusionist also traced the gas lines from the pump connection to the boom where it was connected at the wall and tightened the connections on the back of the pump (one gas hose was a little loose, but not significant). At 16:13 the o2 was disconnected from the ceiling while on the o2 tank and troubleshooting was attempted. This was visible by a 'low air supply pressure' message on the alarm log. The epgs was able to calibrate the o2 analyzer without issue and the o2 was reconnected back to normal on the pump. At 16:30 the team reinitiated bypass, attempted to use the bypass air again to see if the issue resolved and ran several blood gases to check the po2; however, at 16:44 another 'low o2 supply pressure' alarm was received and the po2s dropped from 366 to 198. The team immediately switched back to the tank to ensure the po2s stayed high (they never dropped below 190 on the in-line bpm). They shortly came off at 16:52. Digital wall pressures were also captured after the procedure, but all wall air and o2 was appropriate, and no alarms had been triggered during the case. After the case, the epgs was replaced for an external blender. Per data log review: on (B)(6) 2022, a perfusion screen was opened at 08:14:08 am. The epgs is calibrated successfully and then there are a number of flow and fio2 setting changes and then a low o2 pressure message. 16:09:54 low o2 pressure 334 (33.4 pounds per square inch (psi). Note that 33.4 psi is in range (30-70 psi). Most likely air pressure was more than 18 psi above o2 pressure. Both pressures are in range but must be within 18 psi of each other. 16:10:13 gas flow set to 8.05 l/min, fio2 set to 0.990 (99%). 16:10:58 fio2 set to 1.00 (100%). 16:13:13 low air pressure 0 psi (when the o2 was disconnected). 16:13:16 low air pressure cleared at 521 (52.1 psi). 16:14:07 o2 sensor and blender disagree (sensor = 84.8%, blender set to 100%). 16:14:31 fio2 set to 0.991 (99.1%). 16:15:24 gas flow set to 6.95 l/min. 16:15:51 low o2 pressure alarm cleared at 363 (36.3 psi). 16:18:54 successful gas system calibration. 16:19:17 low o2 pressure alarm 332 (33.2 psi) 18 psi differential. 16:19:50 fio2 set to 1.00 (100%). 16:22:57 low o2 pressure alarm cleared at 380 (38.0 psi). 16:25:05 successful gas system calibration. 16:36:19 fio2 set to 0.847 (84.7%). 16:37:12 gas flow set to 5.00 l/min. 16:40:30 gas flow set to 7.50 l/min. 16:41:29 gas flow set to 8.50 l/min. 16:43:51 fio2 set to 0.917 (9.17%). 15:44:14 low o2 pressure alarm at 338 (33.8 psi). 16:44:31 fio2 set to 0.765 (76.5%). 16:44:38 low o2 pressure alarm cleared at 363 (36.3 psi). 17:15:56 gas flow set to 0 l/min. The issue appeared to be caused by a difference between the o2 and air input pressure. The o2 pressures were in the low 30s psi. Ideally, air and o2 pressure should be at 50 psi. Air pressure was close to that, o2 pressure was low and varied. The log confirms the complaint.